Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon insertion of the s1 pedicle screw, the head of the viper screw popped off. We retrieved the broken screw, then placed a larger size to replace it. Dr. (B)(6) then attempted to back out the new screw and then the hexalobe driver tip broke off.

Manufacturer narrative:
Product complaint # (B)(4). Device received at investigation site.

Manufacturer narrative:
Product complaint # (B)(4). Visual inspection of the returned device showed that the flex ball was fractured. Fracture analysis revealed the surface morphology which suggests a high load fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be determined from the information provided. However, fracture analysis suggest a high load fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.